Event description:
I had the essure sterilization procedure done in (B)(6) 2008. Since the implantation of the nickel coils I have had nothing but problems. Since implantation my periods have gradually gotten worse over the years, to the point where it is impossible for me to leave the house for the full 7 + day of my menstrual cycle because I bleed through my tampons and pads so quickly. I have been passing blood clots that are 2-3 inches in diameter. I have since been diagnosed with fibromyalgia, depression and anxiety. I have pains in my lower abdomen that are so bad they cause me to double over, cringing from the pain. I suffer from migraines, insomnia, mood swings, hair loss, breast tenderness along with many other complications, lack of insurance coverage and money prevents me from being able to run to the doctor every time I double over in pain, or pass a clot so big it makes me light headed and scared to death. All I want is to have these things removed from my body and get back to a somewhat normal life.